Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. More than four power on reset (por) with a reason of atrial rate limit occurred on (B)(6) 2015, (B)(6) 2016. (B)(4).

Event description:
It was reported that the device had a power on reset (por) due to the having noise and electromagnetic interference on the atrial channel. The patient was symptomatic after the por. The device was reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.